Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause for the foreign material that remained in the nozzle could not be determined. It could not be confirmed whether the reprocessing was conducted in accordance with the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in " gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.